Manufacturer narrative:
Corrected data: b5: exchange date should be corrected to on (B)(6) 2023. Claim#: (B)(4).

Manufacturer narrative:
Claim # (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -12.0/+1.5/095 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.